Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch was reviewed. All mfg and qa testing was carried out in accordance with standard procedures. The shop floor paperwork for this batch shows that the product met its specs. As no device was rec'd for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, the pt has experienced "activity around the stent like clogging up" and he "coughed up blood and had blood pouring out of his nose on plavix and baby aspirin", so he threw the plavix away. The pt had a 3.00x16mm taxus express2 drug eluting stent placed in an unk location. He states that he continues to take baby aspirin. Further info has been requested, but has not been rec'd at this time.